Manufacturer narrative:
(B)(4). B5 describe event or problem- correction d4 serial no-correction d4 lot no- correction d4 expiration date- correction h2 type of follow up- correction h4 device mfg date- correction h6 investigation conclusion- correction

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter battery issue occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter battery issue occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and failed. No data was provided for evaluation. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.